Event description:
As reported to coloplast, though not verified. Legal representative stated the patient with this device experienced urinary incontinence, uti, discomfort, urinary urgency and pain.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.